Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed visible foam particles. Additionally, unrelated to the reportable malfunction, the technician observed dust contamination, and evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Following completion of the evaluation, the device was scrapped by the service center. There was no report of death, serious or permanent harm, injury, or medical intervention associated with this event. The observed dust contamination and unrelated error codes were not determined to have contributed to or caused the reportable malfunction. Based on the identification of visible foam particles during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.